Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. Corrections and or additional information has been added to the following sections a1, d1, d5, e1, e3, g1, g6, h2, h6, h11. Case opened due to anonymous maude report. No serial number available. Per swi 1503-004-000-swi-mms complaint investigation, if serial number is not available, chr cannot be performed. Case opened due to anonymous maude report. No serial number available. Per swi 1503-004-000-swi-mms complaint investigation, if serial number is not available, DHR cannot be performed. The manufacturer could not identify an existing complaint number based on the information provided in the anonymous report. As stated in the anonymous reports, the customer has been placing calls/complaints with the manufacturer. These complaints are handled by the manufacturer's technical support team. The customer could not be identified based on details provided in the anonymous report.

Event description:
Bd became aware of an anonymous medwatch report mw5144828 on august 31, 2023. The medwatch was filed on (B)(6) 2023. Medwatch report mw5144828 states that the customer has experienced multiple drawer failures of entire drawers and towers with pyxis medstation es system. No adverse event was reported.